Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with syncope. During the procedure after the pocket was opened, the patient's old right atrial (ra) lead was noted to have been capped in a previous separate procedure due to unknown reason. Meanwhile, a new ra lead was implanted during this procedure and the right ventricular (rv) lead was connected to the pacemaker. The patient was discharged with no adverse consequences reported.